Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned.

Event description:
Patient reports pain and x-ray visit shows rupture of the femoral stem of the mega prosthesis. New implant is required.